Event description:
Information received by medtronic indicated that the insulin pump had hairline crack on casing side. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version: 2.8c unit p-cap/reservoir locked properly in place and passed displacement test. Unit received with cracked retainer and cracked case (battery tube).